Event description:
Information received indicates the head hi/low function is drifting down and then it will rise without touching the buttons.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.